Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2006 and perigee and apogee were implanted; and on (B)(6) 2007, mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with abdominal sacral colpopexy, abdominal excision of cervical stump, left ureterolysis, lso, right salpingectomy and cystoscopy due to left ovarian cyst. Following insertion, the patient experienced pain, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. (B)(4).